Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, a cartridge alarm occurred during basal delivery with multiple cartridges. The customer did not have an alternate method of insulin therapy at time of call. The customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. High bg cause was due to malfunction alarms. Bg was addressed via manual injection.